Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The unit returned is kinked as part of overall visual revision. The device has its body severely kink and distal end broken. The length is 328 cm overall should be 330 cm. Also the spring welding is damage. Dimensional inspection of the outer diameter (od) of middle of the device and proximal section were within specifications. Dimensional inspection of the overall length and od of distal tip were not performed due to the condition of the device.

Event description:
Reportable based on device analysis completed on 13mar2019 vascular access was obtain via femoral artery. The 90% stenosed, 28x3.0mm, concentric and de novo target lesion was located in the severely calcified left anterior descending artery. During the procedure, the device was loaded on rota floppy wire. Subsequently, the rpm was getting lower due to heavy calcium in the lesion and the device stalled. No separation was noted on the device. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed that the distal end was broken.